Manufacturer narrative:
The patient was taken into the operating room and was instructed by user facility personnel to slide from the gurney to the surgical table. The patient decided to roll over to the table instead of slide. During the transfer from the gurney to the surgical table the patient's momentum from rolling caused her to roll off the table. A steris service technician was working on another piece of equipment at the user facility when the biomed asked if he could inspect the surgical table subject of the event. The steris service technician inspected the surgical table and found it to be operating properly. The table was returned to service. The steris service technician advised user facility personnel on the use of bariatric extensions for the surgical table. The technician provided the user facility's biomed a quote for accessories that can be utilized with the surgical table. The 3085sp bariatric table extensions accessory offers increased patient support, safety by transforming the entire surface of a normal 20 inch wide surgical table top to 28 inches, providing a wide, stable platform for patient support, and for the attachment of many accessories used on the 3085sp surgical table. The operator manual states (pp. 1-2), "stabilize table when transferring patient." The perioperative standards and recommended practices states: "positioning equipment for obese patients should include, but is not limited to, lateral transfer devices or patients lifts to move obese patients from stretcher procedure bed to the or procedure bed." The surgical table is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that when a patient was transferring themselves from a gurney to the 3085 surgical table the patient subsequently fell to the floor. No injuries or procedural delays or cancellations were reported.